Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw405f35 fogarty catheter. Visual inspection performed under microscope found the balloon to be ruptured between the windings. Both the windings and bushings were intact; however, the latex edges did not appear to match at the ruptured region. No other visible damage was observed from the catheter body. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of "ruptured" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon on a fogarty catheter ruptured during a procedure. There was no patient injury or intervention required. The customer is unable to provide any additional details including: date of occurrence, lot number, or patient demographics.